Event description:
It was reported with the use of the bd autoshield¿ duo pen needle there was an issue with safety cap popped off. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA on august 2018 (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd autoshield¿ duo pen needle there was an issue with safety cap popped off. There was no report of injury or medical intervention.